Manufacturer narrative:
Continued: sedr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.